Manufacturer narrative:
Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during setup, and while attempting to prime the aquabeam handpiece, the aquabeam robotic system generated an "e03 - console error". Mutliple troubleshooting steps were performed, including using three (3) different aquabeam handpieces; however, the error persisted. The decision was made to abort aquablation therapy. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was returned for investigation. A replacement aquabeam console was provided to the account as part of warrantly replacement. During functional testing an e02 error was reproduced at 100% prime and an e03 error was reproduced at 50% prime, confirming the reported event. The aquabeam console was disassembled and the encoder was observed under magnification. A layer of oil was noted on the encoder lens and sensor. The root cause of the issue is design and is being addressed through procept's quality system. A review of the device history record (DHR) (B)(4)/serial number (B)(6) and aquabeam console / lot number 22c04313 was conducted, which confirmed which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0104 rev. B, states the following: table 5 system detected errors and faults. E02 - console error. Release foot pedal and click x. If error persists, turn off and turn on console. E03 - console error. Release foot pedal and click x. If error persists, turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.